Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The patient's blood glucose exceeded 600 mg/dl at the time of call. The patient did not yet treat for her high blood glucose. Troubleshooting occurred for the no delivery alarm and there did not appear to be any site or set issues. The insulin pump was not returned for analysis.